Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable causes for the reported event are as follows: the problem was solved by troubleshooting from the information, so it is assumed that the problem occurred by connection and handling.

Manufacturer narrative:
Device has not been returned for evaluation.t he customer¿s complaint was not confirmed. Upon troubleshooting, it was found that the video cable from the device was not attached to the monitor. The coaxial cable to the serial digital interface (sdi2) output connector on the device was reconnected. The device's image was working fine. The most likely cause of the reported phenomenon can be attributed to user error. No further information was reported.

Event description:
The customer reported to olympus during preparation for use no image on the main monitor. There was no patient injury reported.